Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was successfully implanted in patient using a large flexnav delivery system. A pre-implant dilatation was performed using a 26mm non-abbott device and it did not exceed the minimum annulus diameter. Prior to deployment, the implanter ensured the delivery system was in neutral position/to slight forward pressure, pulled the guidewire to a midventricular position to deflect the nose cone, and confirmed that all 3 retainer tabs release using two different views. The patient's aortic valve angle was 78 degrees. The calcium score is unknown, but there was sufficient calcium to allow anchoring of the device in the opinion of the user. The valve was never re-sheathed more than two times. It was noted post-deployment/full release, that the valve embolized into the left ventricular outflow tract. There was mild perivalvular leakage, but the patient had good hemodynamics so no intervention was performed. The final non-coronary cusp implant depth was too deep. The embolized valve did not block any coronary arteries. On (B)(6) 2025, the patient was re-hospitalized due to not doing well. The decision was made to snare the 35mm navitor vision valve and implant a second 35mm navitor vision valve at a good depth as part of valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. The cause of the embolization of the first valve is attributed to lack of stability. The patient was stable at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration (ventricular direction), perivalvular leak (pvl), and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl appears to be a cascading effect of the device migration. However, the cause of the reported device migration could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as the patient was admitted, the valve was snared, and another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), artmt600328184 revision b ¿post-implantation precaution: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿